Event description:
It was reported that in (B)(6) 2012, the patient experienced an allergic reaction to a parylene coated implantable neurostimulator (ins). The event occurred with ins model 09059, an ins model 37702 coated in parylene. The reaction occurred at the ins site. The patient had a known titanium allergy, as well as many other allergies, and a new allergy test was going to be performed. No decisions had been made regarding explanting the ins. It was indicated that there was no patient injury.

Manufacturer narrative:
Implant date: (B)(6) 2011. (B)(4).

Event description:
Additional information showed the patient's second allergy test came back negative. The inflammatory reaction at the ipg site had decresed, and no interventions were planned.